Event description:
Boston scientific received information that the patient's (rv) lead displayed a loss of capture (loc). The patient presented to the hospital as a result of a fall. There were no additional adverse patient effects reported at that time. The lead remains implanted with a planned future extraction. The device remains implanted.

Manufacturer narrative:
A request for additional information has been sent. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient had a syncopal episode resulting in a hematoma to the face determined to be related to the loss of capture (loc). The patient is pace maker dependent. The device and leads were explanted and a new system was implanted. There were no additional adverse patient effects reported. A request for the return of the product has been requested.

Manufacturer narrative:
Per hospital policy the device and leads will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.